Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) machine during dwell three of five of peritoneal dialysis therapy. The hp was connected at the time of the alarm. The hp stated there were open clamps on unused supply lines, though the lines were capped. The technical service representative (tsr) assisted the patient clearing the alarm by cycling power on the hc device. The tsr reviewed proper procedures with the patient. It is unknown how the patient completed therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.